Event description:
The balloon of the catheter burst inside pt after about 12 hours. Catheter was returned and no balloon particles remained in pt. Balloon was not checked before insertion. It was inflated with 20cc glycerin. No pt injury reported.

Manufacturer narrative:
Sample has not been returned in time for this report. The results of the investigation are not available at the time of this report. A f/u report will be sent when completed.